Event description:
It was reported by the rep that the one al236 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired one time and the clips did not come out after one use. The procedure was finished with another device and no pt consequence.